Event description:
It was reported that the pulse generator was unable to be interrogated. The device was also not able to perform a magnet rate response. No intervention or patient symptoms were reported.

Manufacturer narrative:
UDI (di): unknown. Initial reporter: company representative.